Event description:
It was reported that "the catheter leaked during use." The bed was found to be wet. Clinical staff were unsure if the cvc caused this. The patient had previously had a CT and an MRI. The cvc was replaced and the patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter leaked during use." The bed was found to be wet. Clinical staff were unsure if the cvc caused this. The patient had previously had a CT and an MRI. The cvc was replaced and the patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material were observed on the catheter. The exact material#/lot# for this catheter was not able to be provided by the customer. After failing functional testing, a leak was observed on the catheter body. Microscopic examination confirmed a hole on the catheter body. The edges of the hole were smooth and angled which indicates that contact with sharps (i.e. Scalpel, scissors, etc.) Likely caused or contributed to this event. The hole on the catheter body measured 119mm from the juncture hub. A full dimensional analysis could not be performed as part of this complaint investigation as the finished good material#/lot# was not reported by the customer. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) , which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester. When pressurizing the distal extension line, water was observed leaking from a hole on the catheter body. No other leaks were detected when pressurizing the other three lumens. Based on this testing, the customer reported issue was confirmed. The IFU states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body leaked from a small hole when flushing the distal lumen. Microscopic examination of the hole revealed that the edges were smooth and angled, which is damage consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). Despite this, the root cause cannot be determined as the correct finished good material#/lot# was not provided by the customer. Teleflex will continue to monitor and trend for reports of this nature.